Event description:
It was reported the patient presented with pain and discomfort from a couple inappropriate shocks. Upon interrogation, it was discovered the right ventricular lead was oversensing far p-waves. Fluoroscopy confirmed the right ventricular lead had dislodged. The physician attempted to reposition the right ventricular lead but the helix would not extend. The right ventricular lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of failure to extend helix was confirmed while the events of dislodgement, inappropriate shock, and far p-wave oversensing were not confirmed. A complete lead was returned in one piece for analysis with helix retracted and clogged with blood/tissue. X-ray inspection found the inner coil over torqued consistent with procedural damage. The cause of the reported event of a helix mechanism issue was isolated to the inner coil over torqued in the connector region and the helix being clogged with blood/tissue. The helix extension length and electrical testing were normal with no anomalies found.